Event description:
It was reported that during a da vinci s myomectomy procedure, while using the pk dissecting forceps instrument, a plastic piece fell into the patient. The site was unable to locate the fragment or confirm if the fragment was still retained in the patient. The planned surgical procedure was completed and no patient injury, harm or adverse outcome was reported.

Manufacturer narrative:
Multiple attempts have been made, however as of the date of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and / or if additional information is received.